Event description:
The device was used during an unspecified resection procedure. Reportedly, the staples did not form properly and the device was difficult to remove from the cavity. The surgeon performed an unintended colostomy and there was tissue loss. The hosp has reported the pt's condition is satisfactory.